Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2015-07508. It was reported that a rotawire detachment occurred. A 330 cm rotawire¿ and wireclip¿ torquer and 1.75mm rotalink¿ plus were selected for use. During preparation outside the patient, while the rotational speed was being adjusted, it was noted that the rotawire was detached. The procedure was completed with another of the same device. No patient complications were reported and patient condition was good.

Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. The unit returned has wire broken, as part of overall visual revision. The device has the guidewire detachment due to rotational wear in the middle of the device 139 cm from the distal tip. The distal section was returned. Overall length: couldn't be measured due to the device condition. All other od are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2015-07508. It was reported that a rotawire detachment occurred. A 330 cm rotawire and wireclip torquer and 1.75mm rotalink plus were selected for use. During preparation outside the patient, while the rotational speed was being adjusted, it was noted that the rotawire was detached. The procedure was completed with another of the same device. No patient complications were reported and patient condition was good.